Event description:
The following report was received from the clinical study: approximately seven months post index procedure, the pt experienced unstable angina (braunwald) ii a. During the index procedure, a dissection of the first diagonal branch occurred.

Manufacturer narrative:
The male pt with a history of hypercholesterolemia, hypertension, smoking, diabetes, myocardial infarction and percutaneous transluminal coronary angioplasty underwent the implant of two cypher select stents to bifurcating lesions in the left anterior descending artery (lad) and first diagonal (d1) branch under the trial. During the index procedure, a dissection of the first diagonal branch occurred. Approximately 7 months post-implant, the pt presented with unstable angina and later underwent balloon angioplasty to d1 for sub-occlusive restenosis. Good results persist in the stent portion of the mid lad. Indication for the initial evaluation is unknown. The target lesions are described as bifurcating and eccentric. The objective of this study is to compare the safety and effectiveness of two different approaches (crush technique and t stenting) to treat bifurcational lesions. In this case, provisional t stenting was used and both lesions were pre-dilated. A 3.5 x 33mm stent was deployed in the lad and a 2.5 x 18mm stent was deployed in the d1. However, the report indicates that the stent in d1 was placed to treat a dissection. The dissection was a proximal type b with compromised flow. Additional information regarding the cause of the dissection has been requested, but has not been forthcoming. As such, it is currently considered to be possibly associated with the stenting of the lad. Dissection is a known potential complication of percutaneous coronary interventional procedures. Due to the lack of information, it is not possible to determine what factors might have contributed to this event. Restenosis is a known potential adverse event associated with coronary stent placement and this pt's history placed him at an increased risk for a major cardiac adverse event. The product remains implanted in the pt, thus not available for evaluation. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: based on the available information, it appears that pt factors are contributing to the ongoing coronary artery disease progression. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/2006. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Device is distributed outside the united states. However, it is similar to the united states product. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-01641 and 9616099-2007-00227. Any additional information will be submitted within 30 days of receipt.